Event description:
The customer observed smoke coming from the left rear of the architect i2000sr analyzer. The customer shut off the system and disconnected the plug to the power supply. There was no injury to the instrument operator or impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. Return material was not available. Abbott field service engineer (fse) investigated the issue on site. The source of the smoke could not be identified. The fse replaced the power supply proactively. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.